Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter was found damaged to the tip and found leaking. The patient was undergoing an aneurysm embolization. The accessed vessel was the femoral artery with a 7f. It was noted the patient's vessel tortuosity was moderate. It was reported that during aneurysm embolization, after the echelon microcatheter was positioned and coil delivery began, damage to the tip of the microcatheter was discovered. The device was withdrawn and replaced with a new one. No harm was caused to the patient. It was reported catheter leak occurred in the distal section. The catheter was inspected and tested prior to use. The leak was observed during use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a johnson and johnson sheath, johnson and johnson guide catheter, ev3 microcatheter, styker guidewire, and ev3 coils.